Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and fentanyl via an implanted pump. It was reported the patient¿s nurse refilled her pump on (B)(6) 2020 and her nurse was "concerned about the personal therapy manager (ptm)" because the patient¿s expected refill date was a week away and the nurse "got 15" out of the pump. It was further clarified the nurse thought that was too much medication to come out of the pump than she had expected to come out one week out from the refill date. It was noted due to this the patient¿s nurse was concerned about the ptm, but the patient was not sure if this was related to the ptm or "something wrong with my device". The patient was redirected to their healthcare provider (hcp) to discuss/check the pump. This first started "a couple of 3 months ago"(confirmed about 3 months ago). It was reported the "bolus dose is "fentanyl 55.04 mcg and bupivacaine 0.5504 mg"; "infusion fentanyl 200.02 mcg/day, bupivacaine 2.0002 mg/day". Patient symptoms were not reported. No further complications were reported.